Event description:
It was reported that during an atrial fibrillation (afib) procedure, the catheter had "significant amounts of char on it". The case was completed with the catheter without any patient consequence. Multiple attempts were done to request for further details of the event. However no additional information has been provided.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (10/9/2014) . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during ablation the catheter had "significant amounts of char on it". The returned device was visually inspected upon receipt and char was found close to the tip dome. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. However, the catheter met manufacturing specifications.

Manufacturer narrative:
(B)(4).